Event description:
--

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented with a heart rate in the 30 beats per minute (bpm) range. Commanded threshold testing was performed and a message indicating a low evoked response was observed. Boston scientific technical services (ts) discussed that the device was unable to determine if there was capture due to small r-waves. A previous unspecified rv lead product performance issue had been noted in the patient's chart, however was not resolved as the patient had good conduction in the past. It appeared the patient had developed a form of heart block and this lead was not capturing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating a lead revision was going to be performed, however, was not performed as it was determined the patient had not developed heart block. It was noted that the patient's intrinsic r-waves were being undersensed. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A lead revision procedure was being considered. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.